Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("the essure coil was broken during removal"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), haemorrhagic anaemia (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) to remove essure coils), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, menorrhagia, genital haemorrhage, vaginal haemorrhage, haemorrhagic anaemia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered dysmenorrhoea, genital haemorrhage, haemorrhagic anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, ultrasound scan revealed uterus demonstrates normal size and external contour. Total double layer endometrial thickness of 5 mm is within upper limits of normal for the nongravid premenopausal state. Ovaries both contain a few small follicles, and appear normal. An additional 1.2 x 1.8 cm anechoic cyst adjacent to the right ovary may represent a coincidental benign paraovarian cyst. No other adnexal mass nor significant free pelvic peritoneal fluid is evident. On (B)(6) 2017, findings revealed the uterus is anteverted and measures 9.3 x 5.0 x 5.9 cm. No focal abnormalities are seen on this exam. The endometrium is normal, 9 mm. Both ovaries are normal in size, shape and echotexture and demonstrate normal blood flow. The right ovary measures 3.1 x 2.6 x 1.7 cm. The left ovary measures 3.6 x 2.6 x 3.0 cm. A 2.0 x 1.9 x 2.2 cm simple cyst in the left ovary is within normal limits for a patient of this age. Impression: 2.0 x 1.9 x 2.2 cm cyst in the left ovary is within normal limits for patient of this age. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. New events added- abnormal bleeding (vaginal, menorrhagia), anemia, dysmenorrhea (cramping) and essure coil was broken during removal. On (B)(6) 2018: fup 1 and fup 2 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("the essure coil was broken during removal"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) to remove essure coils), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, menorrhagia, genital haemorrhage, haemorrhagic anaemia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered dysmenorrhoea, genital haemorrhage, haemorrhagic anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, ultrasound scan revealed uterus demonstrates normal size and external contour. Total double layer endometrial thickness of 5 mm is within upper limits of normal for the nongravid premenopausal state. Ovaries both contain a few small follicles, and appear normal. An additional 1.2 x 1.8 cm anechoic cyst adjacent to the right ovary may represent a coincidental benign paraovarian cyst. No other adnexal mass nor significant free pelvic peritoneal fluid is evident. On (B)(6) 2017, findings revealed the uterus is anteverted and measures 9.3 x 5.0 x 5.9 cm. No focal abnormalities are seen on this exam. The endometrium is normal, 9 mm. Both ovaries are normal in size, shape and echotexture and demonstrate normal blood flow. The right ovary measures 3.1 x 2.6 x 1.7 cm. The left ovary measures 3.6 x 2.6 x 3.0 cm. A 2.0 x 1.9 x 2.2 cm simple cyst in the left ovary is within normal limits for a patient of this age. Impression: 2.0 x 1.9 x 2.2 cm cyst in the left ovary is within normal limits for patient of this age. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic area pain"), menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 880436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced anaemia ("blood or heart disorder/condition - type: anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (ablation in (B)(6) 2015 and hysterectomy (full) and salpingectomy (bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the menorrhagia, genital haemorrhage, fatigue and vaginal haemorrhage had resolved and the anaemia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date leave began: (B)(6) 2011. Date leave ended: (B)(6) 2012. Reason: essure and maternity leave. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received: reporters were added. Patient height was added. Lot number was added. Events: fatigue, vaginal hemorrhage, menorrhagia, anemia, dysmenorrhea, back pain were added. Surgeries were added. Event onset date and outcome were updated. Reporter causality comments were added. Lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("the essure coil was broken during removal"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), haemorrhagic anaemia (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes) to remove essure coils), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, menorrhagia, genital haemorrhage, vaginal haemorrhage, haemorrhagic anaemia and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered dysmenorrhoea, genital haemorrhage, haemorrhagic anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, ultrasound scan revealed uterus demonstrates normal size and external contour. Total double layer endometrial thickness of 5 mm is within upper limits of normal for the nongravid premenopausal state. Ovaries both contain a few small follicles, and appear normal. An additional 1.2 x 1.8 cm anechoic cyst adjacent to the right ovary may represent a coincidental benign paraovarian cyst. No other adnexal mass nor significant free pelvic peritoneal fluid is evident. On (B)(6) 2017, findings revealed the uterus is anteverted and measures 9.3 x 5.0 x 5.9 cm. No focal abnormalities are seen on this exam. The endometrium is normal, 9 mm. Both ovaries are normal in size, shape and echotexture and demonstrate normal blood flow. The right ovary measures 3.1 x 2.6 x 1.7 cm. The left ovary measures 3.6 x 2.6 x 3.0 cm. A 2.0 x 1.9 x 2.2 cm simple cyst in the left ovary is within normal limits for a patient of this age. Impression: 2.0 x 1.9 x 2.2 cm cyst in the left ovary is within normal limits for patient of this age. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic area pain"), menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 880436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced anaemia ("blood or heart disorder/condition - type: anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (ablation in (B)(6) 2015 and hysterectomy (full) and salpingectomy (bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the menorrhagia, genital haemorrhage, fatigue and vaginal haemorrhage had resolved and the anaemia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date leave began: (B)(6) 2011. Date leave ended: (B)(6) 2012. Reason: essure and maternity leave. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events deleted- abnormal bleeding (vaginal, menorrhagia), anemia, dysmenorrhea (cramping) and essure coil was broken during removal. Lab data deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.